Event description:
It was reported that a beta bionics ilet user's blood glucose (bg) elevates after lunch after making meal announcements reaching 254 mg/dl for about 45 min. The patient inquired about changing dose after lunch and was advised to do a factory reset. They will try for a few more days to see if the amount adjusts after the lunch announcements. There was no report of any patient symptoms during this event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.